Event description:
It was reported to boston scientific corporation that an uphold was implanted on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; groin pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; incontinence not present before implant. Nonsurgical treatments: on (B)(6) 2011 the patient commenced medication: antibiotics for infection and pain medications. Treatment duration: 18 months.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.